Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported that the angioseal evolution device did not deploy properly. The collagen plug did not deploy and it pulled out completely. There was no harm to the patient. Additional information was received on 2/9/18. Had to manually compress the groin. Hemostasis was achieved by manual compression. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution device was returned for evaluation. The device was returned with the arteriotomy locator and guidewire. Visual inspection revealed blood like substance on all of the returned components. The guidewire was returned inserted into the arteriotomy locator. There was a slight bend in the arteriotomy locator. The device was then examined. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The tamping tube was exposed past the green tamping marker. The slip knot was present at the distal end of the suture adjacent to the distal tip of the tamping tube. The button was pressed and was stiff. Microscopic images were taken of the slip knot. There were remnants of collagen present adhered to the slip knot. No anchor was present at the distal tip of the suture. Based on the returned device, the complaint could be confirmed for anchor detachment as the anchor was not found attached to the remnants of collagen. The tamping tube being exposed past the green compaction marker and the remnants of collagen indicate that the collagen was over tamped which has been known to lead to anchor detachment/deformation and collagen tearing. The bend in the arteriotomy locator is likely due to the shipping conditions of the device as it was returned for evaluation. There is no evidence that this event was related to a device defect or malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. IFU states "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing."